Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot, stalling at 00:00. Review of the logfile shows malfunctioning flex vision pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that the issue was temporarily resolved by powering the large screen control pc off and on via cabinet b. The rse checked the system logfile and found a failure in the flex vision monitoring and recommended an onsite visit. The philips field service engineer (fse) checked the system onsite and found that the control pc for the large screen monitor in the examination room was not starting correctly, which caused the malfunction. The fse found an error message indicated a faulty frame grabber card in the control pc. To resolve the issue, the fse replaced the flex vision pc, installed the required software, and performed multiple checks. The defective part was sent for analysis, for flexvision pc no failure was observed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.